Event description:
Additional information was received which noted that the shock impedance measurements had decreased, but were not out of range. The patient was continuing to work with their physician. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received which reported that the pace/sense portion of this lead had been previously surgically abandoned due to noise and out of range impedance measurements. The shock impedance measurements later increased to greater than 200 ohms. The shock portion of the lead was also surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with right ventricular (rv) defibrillation lead received an appropriate shock for rapidly conducting atrial fibrillation (af). After the shock, noise was noted on the rate/sense and shock channels. The patient received 8 inappropriate shocks due to the noise being oversensed. Lead testing and isometrics were performed which revealed normal lead measurements. The noise had the appearance of electromagnetic interference (emi). It was noted that the patient was a visitor at the hospital at that time. There were no episodes in the device before or after this event; therefore, it appeared to be an isolated event. The device was reprogrammed. Additional information was received which noted it was thought that emi was not the issue, but that the lead had insulation damage from rubbing against the right atrial (ra) lead. The patient was referred to their physician. No additional adverse patient effects were reported. The lead remains in service.